Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2011, this pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the procedure was performed without incident. On (B)(6), 2011, the pt reportedly presented with right leg pain. Follow-up imaging showed that the gore excluder aaa endoprosthesis featuring c3 delivery system had occluded at the level of the graft bifurcation. It was reportedly determined that during the implant procedure, the device was constrained at the graft bifurcation due to tortuosity and proximal neck angulation; however, this was not noticed on imaging during the implant procedure. On (B)(6), 2011, the physician performed a femoral-femoral bypass to address the occlusion. The pt tolerated the procedure.